Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that 2 weeks prior (around the beginning of (B)(6)2023) their programming recalibrated itself, and they are in pain and can't turn the stimulation up because it sends too much electric tingling down through their body. Caller stated they used to run the intensity at 10.5 to 13.0, but they can't get it past 7.0 without it causing a problem for them. Caller noted that they have groups a, b, and c set up, and that group b is the one they use the most, but group a and b are lower as well. Agent asked caller if they see any messages on the controller when they try to increase intensity; caller confirmed that they can increase the intensity but they can't handle the tingle. Caller mentioned that last week they were at the swimming pool and the intensity went from 6.2 to 8.9 out of nowhere and they had to get out of the pool to bring the intensity back down. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.